Manufacturer narrative:
(B)(4). The customer reported having problems with the pacing function of the device. There was no report of pt impact or involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported having problems with the pacing function of the device. There was no report of patient impact or involvement.